Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID(B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, an iab leak occurred. Around 10:25am pdt there was blood noted in the helium tubing and the pump went into standby. The nursing staff clamped the tube. No blood reached the pump. The catheter was in the right groin. The provider was notified and replaced the iab in the cath lab approximately 65 minutes after it went into standby. There was no complication with the placement of a new iab catheter in the left groin and the patient remained hemodynamically stable. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5) complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. The returned sheath was over the catheter and partially covering half of the balloon. The returned sheath was not a maquet product. The extender and pressure tubing were also returned. The non maquet sheath tubing was found accordioned along its length. The optical fiber was found to be broken within the membrane approximately 10.4cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, pressure and extender tubing was performed and three leaks were detected on the membrane approximately (primary abrasion) 4.6cm, (sharp edge) 22.4cm and 22.9cm from the rear seal and all measuring 0.013cm in length. The reported problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The other two penetrations found on the membrane appears to have been caused by a sharp object that may have occurred during iab removal from the patient. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
It was reported that a leak occurred after approximately six hours of intra-aortic balloon (iab) therapy. Around 10:25am pdt there was blood noted in the helium tubing after the patient was turned onto their left side. The pump went into standby. It was also noted that the console generated a gas loss in iab circuit alarm. The nursing staff clamped the tube. No blood reached the pump. The catheter was in the right groin. The provider was notified and replaced the iab in the cath lab approximately 65 minutes after it went into standby. There was no complication with the placement of a new iab catheter in the left groin and the patient remained hemodynamically stable. There was no patient harm or adverse event reported.